Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 259 mg/dl and 386 mg/dl on their blood glucose meter. These results, when plotted on a clarke error grid, fall into the "c" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.